Event description:
It was reported that while in use on a patient, an 840 ventilator had a device alert and generated an error code which rendered the ventilator into inoperable and safety valve open conditions. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the event and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.